Manufacturer narrative:
.Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 03.211.430-us. Lot: 2l61889. Manufacturing site: (B)(4). Release to warehouse date: 18. Dec. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during insertion the compression wire broke off at the ball. Broken fragments were easily removed without additional intervention. There was a five (5) minute surgical delay. The procedure was successfully completed with another device. Patient outcome was unknown. This report is for one (1) 1.6mm compression wire 30mm thread/150mm length. This is report 1 of 1 for (B)(4).